Manufacturer narrative:
The customer reported replacing the battery resolved this issue. No further details provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device won't power on. No patient harm reported.